Event description:
It was reported that during testing, when turning the cs300 intra-aortic balloon pump (iabp) on, the lcd had a burst of white light and the display was unable to be seen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the video received pcb. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during testing, when turning the cs300 intra-aortic balloon pump (iabp) on, the lcd had a burst of white light and the display was unable to be seen. There was no patient involvement, and no adverse event reported.